Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was not confirmed. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the most probable cause of the small cut on the cable and failed leak test was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned to the service center with a report that it will not white balance. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, there was small cut on the cable and a failed leak test that was found. The probable cause of the small cut on the cable and a failed leak test was wearing problem. There was no patient involvement.